Event description:
Device explanted due to suspected failure. Patient underwent vagal nerve stimulator placement at an outside hospital 7 years ago. She underwent battery replacement 6 months ago, however her stimulator has continued not to function while it is suspected that one of her stimulator leads is fractured.